Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cutter device would not stay in the attachment device. It was further reported that something was wrong with the locking mechanism on the attachment device. There was a five minute delay to the planned surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture in the initial medwatch was incorrectly reported as sept 11, 2015. The correct date is apr 05, 2011. Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure tools and the locking mechanism was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.